Event description:
Reportedly, the pt underwent double valve replacement (25mm ats mitral valve, 20mm ats aortic valve) on (B)(6), 2009. Postoperative, pt on the same night developed acute pulmonary edema which was managed conservatively and with ventilation. Pt later underwent re-replacement of the 25mm ats mitral valve on (B)(6), 2009. After re-replacement, the pt faired well and is being discharged. No pt problems were reported as a result of this event.

Manufacturer narrative:
The returned valve was functionally tested by turning the valve upside down several times. The leaflets opened and closed without impedance. There were not cut off deformities. The pivot areas were clean. There is no evidence that the pulmonary edema suffered by the pt was caused by the mechanical heart valve. The device history record for the valve was reviewed and it was confirmed that this valve met all specifications and passed all inspections prior to release.